Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted intermittent power switching over the past month. Preliminary log file analysis identified one battery with potential switching events. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) batteries were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The results of the analysis revealed that the batteries powered a test controller as expected with all four (4) leds on when they were fully charged; the batteries were able to drive the system without any observed anomalies. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. As a result, the reported power switching event was confirmed. However, the reported "display error" could not be confirmed or duplicated during failure analysis. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. Additional products: d4: serial or lot#: (B)(6). D10: yes, return date: 12 aug 2019 h3: yes h6 FDA method code(s): 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller contained the software master record (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) and (B)(4). As a result, the reported power switching event was confirmed; however, the reported "display error" could not be confirmed as the units were not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery with display error can be attributed, but not limited, to a display connection failure and/or a faulty component in the display circuitry. The most likely root cause of the power switching event can be attributed to momentary disconnections. An internal investigation is investigating momentary disconnections between the controller and batteries. Other devices involved in this event: d1: heartware ventricular assist system ¿battery battery / (B)(4)/ model #:1650de / expiration date: 2018-05-31 UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: yes ,mfg date: 2017-05-31 labeled for single use: no ,device code(s): c63030 ,FDA method code(s): 3372 ,FDA results code(s): 3213 ,FDA conclusion code(s): 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that one battery had a display error. The second light emitting diode (led) light on the battery lit up intermittently event when the battery was fully charged.

Manufacturer narrative:
Correction: h6, h10: h6 product event summary: two (2) batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data files revealed premature power switching events that were due to momentary disconnections. As a result, the reported power switching event was confirmed; however, the reported "display error" could not be confirmed as the units were not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery with display error can be attributed, but not limited, to a display connection failure and/or a faulty component in the display circuitry. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. Internal investigation investigated momentary disconnections. Additional products: d4: serial or lot#: (B)(6) h6 FDA method code(s): 4114, 4112 h6 FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.